Event description:
It was reported to boston scientific, in an article published in the journal of urology, that a study was performed to compile real-world outcomes of rezum water vapor therapy for benign prostatic hyperplasia (bph) as they relate to preservation of sexual function and alleviation of lower urinary tract symptoms (luts) secondary to bph. Patients who had undergone rezum therapy between (B)(6) 2017 and (B)(6) 2019 were identified at a single tertiary center. Patients with a history of acute urinary retention, previous bph surgery, clinically significant prostate cancer, a long-term catheter, or prostatitis were excluded. De novo erectile dysfunction was not reported. Grade ll post-operative urosepsis was reported in four patients. Ejaculatory function results were: (B)(4). Respectively. Findings supported previous trial data suggesting no evidence of post-operative de novo erectile dysfunction, while preserving aspects of ejaculatory function in up to 97 percent.